Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery depleted overnight and shut off due to insufficient power. The pump was connected to a power source and jumped up to 100% suddenly. Customer reported blood glucose level was 226 (mg/dl). Review of pump data by tandem technical support showed that the pump battery depleted form 40% to 0% in one day and jumped from 5% to 100% in 3 minutes. Reportedly the customer will continue to use the pump until the replacement pump is received.